Event description:
It was reported that the right ventricular lead bipolar impedance was lower than its unipolar impedance, and a polarity switch had occurred. It was also noted that the lead was sensing noise, and that noise was seen on the electrogram upon muscle movement. The lead is still in use; however, it will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.